Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead was implanted when the patient was in atrial fibrillation. The patient later converted to sinus rhythm and the threshold was noted to be high at that time. The lead was replaced. No patient complications have been reported as a result of this event.